Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. The reported event of issue with the tubing was confirmed. Dry blood residues was evident inside of the vamp adult system. The pressure tubing had been detached from the bond joint with the female connector which was connected to the dpt zero-stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of tubing bond surface area. Tubing outer diameter was measured near the point of detachment and found to be within specification. Indications of bonding solvent were also evident on some locations of the tubing female connector bond surface area. The inner diameter of the tubing female connector tube housing was also within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, during use in patient, in this vamp system the tubing broke into two pieces near the connection to the dpt(disposable pressure transducer) housing. The issue was noticed due to blood was backing up in the tubing; there was no error message displayed. There was minimal blood loss as it was quickly detected; therefore, there was no allegation of patient injury. Furthermore, the device had been inspected prior to use and no defect had been found. Replacing the tubing with another from the same lot number and inspected it closely for cracks or leaks prior to connecting to the patient the issue was solved. The device is available for evaluation.